Manufacturer narrative:
The investigation of the suspect device revealed no malfunction of the pump. However, by reviewing the history list of the pump, it was determined that the customer failed to clear the noted message per the instructions in the users guide.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed a mechanical error message on (B)(6) 2020 at 12:00 p.m. The patient injected humalog insulin therapy via pen at this time. The amount of insulin the patient injected was not provided. On (B)(6) 2020 at 2:30 a.m., the patient had symptoms of hypoglycemia with loss of consciousness. The patient's blood glucose result was 20 mg/dl on the freestyle libre device. The patient was transported to the hospital via ambulance. The blood glucose results by the paramedics and at the hospital were not provided. The type of treatment provided to the patient was not provided. The patient was released from the hospital at 11:00 a.m. On (B)(6) 2020.